Event description:
The subject was enrolled in the (B)(6) study. During a monitoring visit, it was discovered that the subject fell 6 days post-op and had a liner exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision after a fall involving a no 2. Triathlon ts plus tibial insert x3 poly 19mm was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: the provided record (op report) was rejected for review by a consulting clinician as insufficient. Although x-rays were indicated, they were not provided due to clinical protocol. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. However, the clinical indication for the revision can be attributed to trauma (as a fall was reported).

Event description:
The subject was enrolled in the post market triathlon ts study. During a monitoring visit, it was discovered that the subject fell 6 days post-op and had a liner exchange.